Manufacturer narrative:
Tandem¿s t:slim x2g5 user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the cartridge tubing or the infusion set tubing during the load fill tubing sequence. Additionally, a minimum fill notification was received during the load fill tubing sequence. Reportedly, the cartridge had been filled with 160 units of insulin and the customer did not perform the air removal process prior to filling the cartridge. A cartridge change was performed resolving the issues. Blood glucose (bg) level was 53 mg/dl due to the customer adjusting to the personal profile settings. Bg level was addressed by consuming juice and carbohydrates.